Event description:
It was reported that during a hemorrhoid procedure, the device delivered an incomplete staple line and would not cut. Add'l sutures were used to complete the procedure. There was no adverse consequence to the pt.